Event description:
X ray shows plate has fractured proximal end in middle, revision surgery has not been scheduled.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.